Manufacturer narrative:
The treiver16 (t16) was returned to the manufacturer and evaluated. Upon visual examination, the shaft of the t16 catheter was found to have separated. Both the 35d pebax and ptfe liner were completely sheared, with only the stainless steel coil remaining intact, connecting the two portions of the catheter. The separation was identified at a position approximately 15.75 inches from the distal end of the catheter. This location corresponds to the length of the 35d pebax section and the coil/braid overlap region. Cross-sectional images of the catheter, were analyzed to measure the wall thickness of both the 35d and 63d pebax materials, both distal and proximal to the separation site. The measured wall thickness was found to be below the minimum required specifications, however the component lot review and manufacturing lot review found no issues regarding wall thickness. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. As there were no abnormalities regarding the manufacturing or the materials of the t16, the most likely cause of the catheter separation was due to excessive manipulation during the procedure. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract the flowtriever catheter or triever20 against resistance. If excessive resistance occurs, retract and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling recommends using a 22 fr introducer sheath while using the flowtriever system. Manufacturer reference: c-03040

Event description:
On (B)(6) 2025, a 41-year-old female underwent a deep vein thrombosis (dvt) thrombectomy using inari devices. During the procedure, the triever16 (t16) was used without an introducer sheath. After four aspirations with the t16, the catheter separated while retracting the device. A non-inari device was used to complete the procedure without further issues. Approximately 100% of the patient's clot was removed.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. A complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the distal disks into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling recommends using a 22fr introducer sheath with the flowtriever retrieval/aspiration system. Manufacturer reference: (B)(4).